Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top of the cartridge leaked after the cartridge was filled. The customer's blood glucose level was 156 mg/dl. A new cartridge was loaded to address the reported event.